Event description:
After the aorta was completely exposed the surgical team was in the process of preparing the graft, the small clip applier had jammed. It was then quickly replaced with a second covidien clip applier, which has also jammed approx. 10 minutes later. A third covidien clip applier was then opened, which was able to be used until the end of the case. Two devices: (B)(4), lot # p3f0051, (B)(4), lot # p3g0128.